Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007; inratio: 1.2; lab: 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 1.2; lab: 4.0; mean: 2.6; confidence limits: 1.7 -3.8. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. In-house retains strips lot 070180 were tested using therapeutic blood from two donors. The acceptance criteria is as follows: if the sysmex inr is less than 2.0, then the allowable difference between the inratio inrs and the sysmex inr shall be +/ - 0.5. If the sysmex inr is 2.0 -4.5, then the allowable difference between the inratio inrs and the sysmex inr shall be +/-1.0. The test results of retains strips lots 070180 done in 2007, are as follows: patient 1- lot 070180: 2.5; sysmex inr: 2.4; difference: -0.1. Result: pass. Lot 070180: 2.5; sysmex inr: 2.4; difference: -0.1; result: pass. Lot 070180: 2.6; sysmex inr:2.4; difference: -0.2; result: pass. Patient 2 -lot 070180: 3.9; sysmex inr: 3.8; difference: -0.1; result: pass. Lot 070180: 4.2; sysmex inr: 3.8. Difference: -0.4; result: pass. Lot 070180: 3.7; sysmex inr: 3.8; difference: 0.1; result: pass. Based on the above test results, retained lot 070180 meets the criteria for strip accuracy.